Event description:
It was reported that the rubber is coming off the casters. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Customer provided with replacement casters.